Manufacturer narrative:
Based on the description of the screw there are two potential part numbers, 91-1509 (cross-drive screw) and 99-7209 (center-drive screw). The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
An inquiry for the material composition of the 1.5mm x 9mm screw was received. During the investigation two additional events were identified. Based on the information available it was unable to be determined if these events were previously reported (reference reports 0001032347-2017-00049 and 0001032347-2017-00054). The patient reports she is still experiencing swelling of the gums. Based on the results of the allergy testing the patient is planning to have the crowns, dental implants, and remainder of the screw removed in february and a temporary nylon partial plate will be placed to replace the six teeth in the lower front mandible.

Manufacturer narrative:
Were updated based on the receipt of additional information.

Event description:
Additional information was received; the patient reported the final screw was removed (B)(6) 2017 without any issue by her current surgeon in (B)(6). She stated the surgeon stated the screw appeared to be corroded. The patient stated that she is healing well and the inflammation is gone.

Manufacturer narrative:
The product identity was not confirmed as a result of the part not being returned. The patient provide results that showed that the patient is allergic to materials that are contained within the screw; therefore the complaint is considered confirmed. There is no alleged malfunction of the device as this in regards to the allergic reaction. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects.